Event description:
Crew reports AED applied to pt (unrespons) and the unit failed to recognize the pads via cable. R-2 pads used. Unit and all components (cable, pads, r-2 adapter and extension cable) were inspected and tested by medtronic rep and found to be functioning properly.